Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. During conization, a needle broke in the last/rear third section of the needle. The needle piece was removed in the same procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Results: according to the visual inspection, several marks of instrument were found at this area and at the needle tip which indicate that the needle was handled there. The breakpoint shows no material or mfg defects. Conclusion: the device info for use cautions the user that "to avoid damaging the needle points and swage areas, grasp the needle in an area one third to one-half the distance from the swaged end to the point. Care should be taken to avoid damage from handling." In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00341. The same pt is represented in each medwatch.